Event description:
Caller states customer attempted to obtain a result on the aviva system but was unable to (reason the device was not available for use is unknown). Caller states the customer appeared to be confused, so she took him to the hospital where it was determined the customer had a stroke. There is no information to suggest the customer was treated for hypoglycemia or hyperglycemia while at the hospital. Customer is currently still in the hospital and suffering from aphasia. Requested return of suspect device and replacement was sent.

Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 247 mg/dl, 444 mg/dl, 205 mg/dl, 247 mg/dl, and 229 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.